Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, explant date and confirmation from the physician has been requested. No additional information is available at this time. Reason for reoperation: rupture and because the patient is "worried".

Event description:
Patient reports left side rupture and "worried because patient had several medical examinations due to the device." Device remains implanted.